Manufacturer narrative:
Additional information in h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of the homechoice cassette and transfer set. This occurred during initial drain of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to start over with new supplies. Rts assisted the patient in ending therapy session. The transfer set was not replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.